Event description:
The customer reported experiencing high blood glucose for the past two weeks. The blood glucose reading at time of call was over 400 mg/dl. The customer stated that the insulin pump was not delivering the insulin. The programming, time, and date were correct. The customer stated that she fell down several months ago, and since then the insulin pump makes a strange noise. The customer does not feel comfortable and requested a replacement of the insulin pump. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.